Event description:
It was reported that this right atrial (ra) lead had observations of undersensing due to the lead pulling back with no slack. It was noted that lead was still attached to the heart muscle, and had not dislodged. During a procedure to reposition the lead, the helix would not re-deploy after finding a suitable location. After multiple attempts, the lead was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Supplemental report is being filed with updated conclusion code.

Event description:
No new information has been reported.

Manufacturer narrative:
This lead was returned to boston scientific's post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried blood/tissue around the helix that inhibited further helix function testing. Testing was completed to assess lead electrical performance and inner insulation integrity, and measurements were within normal limits. An x-ray of the lead was performed and found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations, and was unable to conclusively determine the root cause of the reported helix extension/retraction problems. The ingevity MRI-compatible lead was designed with a goal of balancing multiple design inputs, including implant handling and short and long term safety performance (e.g., low dislodgement and perforation occurrence). The single filar inner coil design of the ingevity lead was selected for improved fatigue durability and for safe performance within an MRI environment (protective against lead heating). Physician implant technique and patient anatomy may contribute to helix extension difficulty. Specifically, tortuous patient anatomy or bends in the proximal portion of the lead remaining outside of the body, sharp bends in the stylet, and/or kinks in the lead introducer sheath may contribute to situations where adequate torque is not transferred to the helix to enable extension/retraction. Implant techniques such as under-rotating or over-rotating the terminal tool, failure to remove the terminal tool between extension/retraction cycles to release torque stored in the inner coil, excessively fast tool rotation speed (>1 full turn per second), and the presence of tissue in the helix, which may accumulate with multiple lead repositioning attempts may also contribute to situations where adequate torque is not transferred to the helix to enable extension/retraction. Approved instructions for use provided with all products includes best practices and clear guidance to mitigate these potential contributing factors.

Event description:
This report is being filed with analysis details.